Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they will bring the patient in for further evaluation. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel which triggered the lead safety switch (lss). Measurements have been within normal limits. No adverse patient effects were reported.